Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead would not extend or retract properly. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.